Event description:
Pt. Gender unknown. Procedure: unknown. Reportedly, the device had particles flaking off into pt's abdomen. The original device was removed and another applied. No pt injury reported.